Event description:
The manufacturer previously received information alleging a ventilator failed a system set up test. There was no harm or injury reported. The device evaluation had not yet been done. The system set up test is done prior to patient set up. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device, and the three-way solenoid and proportional valves were replaced due to a system set up test failure. There was no test sheet available for clarification of the test step observed. The device passed all testing and was returned to clinical use. The components were returned to the manufacturer's product investigation laboratory for additional testing. The technician verified the test step failure was due to the active exhalation verification test failure. No further testing of the components is required due to an ongoing investigation of the issue.